Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with sequential hypoglycemia and hyperglycemia while using an infusion set (inset 23 inch, 6 mm), with lows to 60 and 50 mg/dl followed by highs to 253 and 230 mg/dl, after which values returned to range; the cause was unclear and the user treated lows with oral carbohydrates and a protein shake. Symptoms included feeling sick. Outcomes included temporary impairment due to fluctuations without medical intervention or hospitalization. Investigation included complaint intake and health impact assessment. Investigation of this case revealed no identified device malfunction and an undetermined root cause. It was concluded that the event involved both hypoglycemia and hyperglycemia with cause unclear and no reportable injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.